Event description:
Pt referred from outside physician for blocked tear duct left eye. Pt had canalicular obstruction secondary to herrick lacrimal plug. Plug was not originally placed in rptr's clinic.